Event description:
Per independent repair center statement the units alarm would not function. The key failure was the rexroth valve was stuck. Additional malfunctions include the power switch had a short circuit.